Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signal and increased threshold measurement. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signal and increased threshold measurement. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported. Additional information was received from the field representative indicating that the lead had exhibited oversensing.